Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that this patient had several sudden brady response events and had a syncopal episode as a result. The atrial sensitivity settings were adjusted to alleviate the issue and the device remains implanted. To date, there have been no adverse patient effects reported.